Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that after the distal resection guide came out of the sonic washer, it was noticed that a bearing was missing.

Manufacturer narrative:
The persona adjustable resection tower was received with complaint for investigation. Visual inspection of the device confirmed that one of the ball bearings is missing and it was not returned for exam. All the other ball bearings are noted intact. Dimensions found the part to be conformed to print specifications. This device is used for treatment. Complaint history search based on the product and lot combination and revealed no similar complaints. It was reported that the guide was subjected to ultrasonic washers and ball bearing was missing after the device came through the wash. The department of development for persona instruments was notified and a review of this issue was further investigated; as such, the stock investigation was reviewed and identified this product part and lot number combination had been exhausted through shipments to customers/distributors. The department of development for persona instruments was notified and it was concluded that this is a one-off occurrence and root cause is that the sonication frequency used in the washer caused one of the ball bearing to pop out of the ball detent.